Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an inaccurate fill estimate was received. The customer declined any troubleshooting regarding the issue reported. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned.